Event description:
Additional information was received from the manufacturer representative (rep) stating the cause of the leak was not determined, nor was the leak visualized. The fluid was not sent for pathology to determine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n302173005); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 1900 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing unknown drug. It was reported that the patient became spastic. It was reported that the patient became spastic. Under imagining fluid was found in the pocket. Surgical intervention did take place. The source was unknown but the pocket was filled with clear fluid, likely medication to indicate a leaking catheter. New pump segment was placed and connected. The catheter was aspirated and patent.